Event description:
It was reported that the customer went to the emergency room (ER) due to a blood glucose (bg) level of approximately 400 mg/dl - 500mg/dl. Reportedly, customer was using cold insulin. Bg was treated with intravenous insulin and saline. Reportedly, the customer was released 4-5 hours later with no permanent damage sustained. The customer alleged the pump was not functioning as intended; however, troubleshooting with tandem clinical support did not identify any issues with the pump or supplies. Additionally, customer did not upload pump data for review by tandem technical support. Reportedly, the customer reverted to manual injections for insulin therapy.

Manufacturer narrative:
Per tandem¿s user guide, ¿insulin should be at room temperature before filling cartridge.¿ the device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.